Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: evaluation identified that this xenon lightsource required a new power supply unit. The failure reported by the customer has been addressed by a corrective action report for issues relating to power supply, hard start issues, and early-life failure of the lamp module. The event of a blown fuse is a failsafe to ensure the safety of the device and the user in the event of an electrical overload. Root cause analysis: the probable root cause for this issue is that the specified kilovolt trigger from the power supply unit was less than the minimum required by the lamp. As a solution, integra has replaced the power supply unit with an alternative power supply unit which is compatible with the lamp to restore functionality.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was found with a blown fuse. After replacing the fuse, a popping sound was heard from the circuit board, accompanied by a burning smell. It was unknown under what circumstance this event occurred; however, no injury or surgical delay was reported.